Manufacturer narrative:
Unit received with failed batt test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low batt alarm due to failed batt test alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert. Customer stated there were frequent unattended alarms. Customer did not received weak battery alert after inserting current battery. No harm requiring medical intervention was reported. The device will be returned for analysis.